Event description:
It was reported that pump experienced ongoing malfunction alarms. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully performed reset without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if malfunction appeared again, which caller understood.